Manufacturer narrative:
The vascade mvp was not returned for evaluation. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. As a result, the exact cause of the reported event cannot be determined; however, user error cannot be ruled out as a contributing factor. The use of ultrasound imaging is recommended. Furthermore, the instruction manual for the vascade mvp specifies in the "preparation steps: patient access considerations and device preparation" section: "access 1. Access is gained at the beginning of the index procedure for initial procedural sheath placement. Image-guided access is recommended to limit potential access site issues, such as multiple sticks, backwall stick, high stick, side stick, through-and-through or unintentionally nicking a nearby vein or artery. During access, where more than one hole is unintentionally made in a vessel or more than one vessel is perforated at a single access site, a closure device should not be used as it may result in hematoma. For high stick, retroperitoneal bleeding may result."

Event description:
A patient reportedly underwent an unspecified procedure involving the vascade mvp, after which a pseudoaneurysm developed postoperatively, likely due to an accidental arterial puncture. Since ultrasound was not utilized during the procedure, the doctor recognizes the possibility that the artery may have been inadvertently affected. The treatment plan following this incident is currently unknown.

Manufacturer narrative:
This supplemental report is being submitted to correct the "health effect-clinical code" from 1498 (pulmonary embolism), to 2605 (pseudoaneurysm) based on the complaint description.